Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received report that a heater-cooler system 3t displayed an error message during priming. There was no patient involvement.

Manufacturer narrative:
A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and clarified it to be related to the cardioplegia side of the device. Based on this new information, the event has been re-evaluated as non reportable since a failing cardioplegia pump is not likely to cause or contribute to an adverse event. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.